Event description:
Had transvaginal mesh inserted for surgical repair of cystocele, rectocele, urinary incontinence on (B)(6) 2006. After a couple of years began having vaginal pain with sharpness at vaginal opening. This progressed to include painful intercourse and penile injury to my husband. Have had partial mesh extrusion removed but am told entire mesh is shrinking and extruding. I am also concerned my recent dx of rheumatoid arthritis. I have no family hex, am told I have a very aggressive form. I believe there is a connection between the two. Ra is an auto immune disease and feel it was triggered by the mesh. My body is trying to dispel the mesh causing chronic pain and inflammation and very possible triggering the auto immune response. I was told the mesh was inert and would remain intact long after I had died.